Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 08/25/2015 alleging a power, intermittent power (moisture ingress) issue. The reporter stated that the patient had a blood glucose (bg) of 540mg/dl with nausea, vomiting, polyuria, polydipsia and lethargy. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was no damage to the pump. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: evaluation revealed no por¿s observed in the black box on (B)(6) 2015. Unexplained por¿s observed in the black box on (B)(6) 2015. Unexplained por on (B)(6) 2015 and deliveries resumed. Corrosion observed in the battery compartment. Battery compartment is cracked above and below the bumper pad. Battery cap/cartridge cap were not returned. New test battery cap is able to carefully attach to the pump and was used to complete a 24 hour duration test; no power interruptions were duplicated during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Leak test fails with battery compartment leak. The pump cover was removed; no evidence of internal moisture observed on the pcb or internal component. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).